Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a distributor. It was reported that the new pump was placed on the opposite side of the abdomen (from the old pump). It was confirmed that the wound condition on the side of the old pump was stable without swelling.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The replacement procedure was completed successfully. It was stated, "nothing appeared like pus all in all. The patient takes an anti-allergic drug."

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a distributor. It was reported that the pump was discarded.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor and manufacturer's representative regarding a patient receiving gabalon (unknown concentration at 310 mcg/day) via an implantable infusion pump for spastic cerebral palsy. It was reported skin discoloring on the verge of the pump and subcutaneous edema around the pump occurred with a date of incidence of (B)(6) 2021. The pump had been implanted on (B)(6) 2020. The possibility of pump replacement was suggested. The attending physician's assessment indicated infection might occur, and the possibility of allergy to titanium was considered because there was no fever or local heat sensation. It was indicated pus did not come out, though the wound was opened. It was stated there was a jelly-like edema subcutaneously. Administration of antiallergic agents was to be considered. The outcome of the adverse event was "not recovered." The event was considered not causally related to the drug, catheter, pump, programmer, or surgical procedure. Additional information was received. A patch test was performed on (B)(6) 2021. The attending physician's assessment indicated there were skin findings that seemed to be allergic, so observation would be performed for a few more days. Pump replacement in the next week was being considered. An image of the pump implant site was provided, seeming to confirm the reported skin discoloration. Additional information was received. The dermatologist patch test was negative. The patch test did not determine whether it was due to metal allergies or "contact." Pump replacement was scheduled for (B)(6) 2021.